Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The extra marker was unable to be confirmed. Based on a visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
Subsequent to the initial filed report the returned goods lab received the reported balance middleweight (bmw) guide wire with a bend in the tip. There were offset coils proximal to the center solder. There was no other damage noted to the bmw guide wire. Additional information received indicated that the site was not aware of any issues during the use of the guide wire, however, the bend and offset coils could have occurred either during the procedure or during repackaging for return shipment. No additional information was provided.

Event description:
Subsequent to the initial filed report, it was noted on (B)(6) 2013 in the returned device analysis for the reported 014 balance heavyweight (bhw) guide wire, that the tip of the guide wire was radiopaque as indicated on the label. While a lighter radiopacity at the center solder area was noted during the device analysis, it is likely due to the stretched coils, which likely gave the appearance of two radiopaque spots. Since the returned goods device analysis confirmed that only one radiopaque marker was present, the device was not misassembled, and the marker was in the correct place; this event would not have been a reportable event. No additional information was noted.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary intervention (ptci) procedure in a de novo lesion in the non-tortuous left anterior descending coronary artery, with a balance middleweight (bmw) guide wire already positioned in the mid left anterior descending (lad) coronary artery for treatment of a separate lesion, a 014 balance heavyweight (bhw) guide wire was advanced to a non-heavily-calcified lesion in the non-tortuous 1st diagonal artery without resistance. When positioning the bhw guide wire in the lesion, while it was not difficult to visualize which marker was the correct marker when positioning the device, the distal part of the bhw was fluoroscopically noted to have two radiopaque spots instead of one. There was no issue with placement of devices, in relation to the two visualized markers, and the procedure was completed using the same bhw guide wire, followed by withdrawal of the bhw without resistance. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.